Event description:
The pt reportedly experienced intermittencies and loss of lock. External equipment was exchanged; however, this did not resolve the issue. Testing of the device could not be performed due to loss of lock. The pt's device was explanted.